Event description:
A cartridge change error was reported by the customer concerning their pump. There was no adverse impact to the customer's blood glucose level. The technical support team guided the customer through a series of troubleshooting steps, including inspecting and cleaning various components of the pump and its cartridge. The customer successfully completed the load process and was able to resume insulin delivery.